Manufacturer narrative:
Physio-control evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to user error. The lid latch tabs were damaged and would not retain the magnet.

Event description:
A customer contacted physio-control to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. There was no patient involvement in the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. There was no patient involvement in the reported event.